Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 72 mg/dl at the time of the report. Troubleshooting was performed and found that the customer was vomiting frequently and did not take any boluses for two days prior to the event. The customer's dr raised her basal rates because he believed they were set too low, resulting in the customer not receiving enough insulin. The customer stated that she may have had a bladder infection, which may have elevated her blood glucose. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.